Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-aug-2025, the user's caregiver reported that the ilet touch screen was unresponsive. The user was advised to restart the device and to call if the issue persisted. Bg was not affected. No symptoms, external assistance, or medical intervention occurred.